Event description:
It was reported that during a knee procedure, the provisional fractured during removal from the knee. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument found it to exhibit signs of repeated use (nicked / gouged) and that it is fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.